Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced diaphragmatic stimulation within a week of implant. The right ventricular (rv) lead was explanted and replaced as a result. No further patient complications have been reported as a result of this event.